Event description:
The device was returned for repair because the color marking on finger protector peeled off. The device also gets too warm, makes vibrations, has a defective drive shaft and the bevel gears are an old model. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed that there was a cosmetic defect. This was attributed to defective material. Device was repaired and returned to the customer.